Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The main keypad was replaced to resolve the reported issue. The root cause was a worn out power button. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the power button on their device was not functioning as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Here was no patient involvement reported with the event.